Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that the patient needed assistance bypassing a treatment phase. It was also reported that the patient had a hemodialysis treatment on (B)(6) 2011 due to fluid in patient's lungs from an inconsistency in the patient's treatment.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. These events predated the cycler complaint. Clinical investigation indicates the pulmonary edema event was provided as relevant patient history. A device history record was extracted and device met requirements. The actual device was returned for evaluation and determined to be functioning according to product specifications. There was dried fluid inside the cassette door and inside the pneumatic lines between the pump body and the hydrophobic filters. The cycler passed a mushroom head check. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.